Manufacturer narrative:
(B)(4). Date sent: 7/22/2025. D4: batch # 917c54. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned reload. Visual analysis of the returned sample revealed that one gcflgd reload was received unfired, with no apparent damage, and with a package was returned along with the reload. Upon visual inspection, damage was noted on the package; it was noted to have a cut in the edge. The damage found compromised the reloads sterility. It is possible that the damage noted on the returned package was due to improper handling of the package. Please reference the instruction for use for more information. Additionally, photos were provided and they showed a gold reload inside its package from top view with a label, code gcflgd lot: 917c54. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 917c54, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details for event occurred. Was sterility compromised as a result of the packaging damage? -unknown. Are there photos available of the product? -yes. Damaged packaging. The tyvik of packaging was noted damaged before use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the package full of air before the surgery. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.